Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's desktop charger connector pin was broken and that the ins recharger could not hold a charge for more than 6 hours. It was noted that the patient could not turn their ins on and it was reviewed that this was because the ins was not charged and needed to be at least 25% charged or higher. A new desktop charger was sent to the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the replacement of the desktop charger resolved not being able to turn the implant on and the recharger not holding a charge for more than six hours. The patient reported they had no change in activity or change in weight that led to not being able to turn the implant on. The charging failed, which led to not being able to turn the implant on. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) now applies to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.